Event description:
Customer reported that the insulin pump's bolus history was missing some boluses. Review of the bolus history showed that all boluses were listed. Customer also reported that the bolus history failed to display blood glucose values. Customer was informed that the insulin pump does not list blood glucose levels in the bolus history. Blood glucose level was 366 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.